Manufacturer narrative:
A ge service representative performed an onsite investigation. The rui (remove user interface) and collision detector were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a joystick error message and there was a complete loss of motorization. This would effectively render the system unusable. There is no report of pt injury.